Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount in the infusion center. The customer reported that an infusion of doxorubicin was started at 11:12am. It was stated that the pump had to be reprogrammed an unspecified number of times during this infusion which eventually finished at 11:50am (programmed amount and delivery rate unknown). A first infusion of zinecard and this infusion of doxorubicin were supposed to take 30 minutes combined. It took 58 minutes to administer the total dose of both medications. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Additional event information was received from the customer. The event description has been updated.

Event description:
Baxter performed a site visit to this customer. The purpose of the visit was to directly observe and discuss concerns related to the event reported by (B)(6). The findings from the site visit showed that some current clinical practices may have led to the reported under infusion. Baxter is working with the facility to mitigate the reported problem.